Event description:
Dr was pushing dye through 20cc syringe for intraoperative cholangiogram using 19 fr cholangiocath. (Lap chole procedure) when syringe barrel cracked, lacerating/abrading palm of dr's left hand (operative hand).